Manufacturer narrative:
(B)(4). Date sent: 11/20/2020; d4: batch # u5cm65. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with the area batch damaged. One gst60t reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position and the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues, the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples, it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device, and obtain the following information. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during a thoracotomy procedure, the echelon flex powered stapler did not open after cutting and got stuck on the lung during the procedure. The surgeon tried to open it manually using the manual key, but it did not open. The surgeon had to clamp the tissue around where the stapler was stuck, remove the tissue and use a new stapler. Low harm caused.